Event description:
The patient claims that the autoject 2 for glass syringe did not function therefore the patient's carer reverted to manual injection. The carer injected the patient twice manually. The patient suffered a fever and collapsed. The patient was apparently admitted to hospital in 2002 for 6 days with a blood infection.